Manufacturer narrative:
Follow up #1 submitted: 08/13/2013. Device evaluation: the pump powered on with a clear, legible screen that was properly illuminated. Investigation was unable to confirm or duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2013 and reported the text on the display screen was dim/faded. There is no adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.